Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and elevated sensing integrity counter (sic). It was further reported upon review of the subsequent interrogation report that the rv lead appears to be t-wave oversensing (twos) on episodes, causing false detection of the non-sustained ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.